Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's father was contacted for additional information. The father stated that the customer's blood glucose levels were in the range of 30 to 40 mg/dl with no other lifestyle issues. Also stated that the accuracy on some sensors were off by over 100 points.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had low blood glucose of 50 mg/dl last night and the threshold suspend didn't go off. Caller stated that it was not set up and needs to be set up. Caller declined to troubleshoot for the low blood glucose.